Event description:
Event description guidant received information that during a device changeout procedure, as the patient was induced for testing, this implantable chronic lead displayed a shorted condition. The physician elected to surgically abandon the leads, explant the device, and a new system will be implanted next week.